Event description:
On (B)(6) 2011, a patient in (B)(6) was injected with radiesse dermal filler in the subcutaneous depth of the cheeks, shin and jaw, using a 25 gauge cannula. A total of 7.5ml of radiesse was used for this patient's injections; mixed with total of 1 ml of lidocaine, as anesthetic. On (B)(6), the patient noticed a warm sensation to the right cheek and swelling. The patient was seen again by the physician on (B)(6); a 3.5cm area of infection (infiltrate) was detected on the patient's right cheek. The patient was started on augmentin for 5 days, at which time the symptoms had resolved.

Manufacturer narrative:
The radiesse lot number used was not provided; therefore the device history records could not be reviewed. The patient's symptoms had resolved at the time this event was reported.